Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that after implant placement the implant mount could not be removed from the implant, which resulted in the implant having to be removed and replaced with a new implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified signs of wear from use about the threads. The transfer mount does not appear fractured. Functional testing of the implant and mount notes that both components are seized together and cannot be disengaged. No pre-existing conditions were noted on the product experience report (per). The reported product was located on tooth # 4 and was removed the same day as placement. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported after implant placement the implant mount could not be removed from the implant, which resulted in the implant having to be removed and replaced with a new implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.